Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. (B)(4). Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure performed on (B)(6) 2014 the 130 degrees aiming arm used with a trocar and "buttress" nut unlocked multiple times causing a 5 minute delay in the surgery. Although the devices were used to complete the surgery the surgeon to had to make a "much bigger incision" to compensate for the unlocking. The surgery was successfully completed and the patient outcome was reported as "fine". This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A pd evaluation was conducted. The report indicates that buttress/compression nut, one 130° aiming arm, and one blade guide sleeve were returned. These instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The buttress/compression nut threads onto the guide sleeve, and connects to the aiming arm. The technique guide was reviewed for proper use of the instrumentation for this system (j3900-I).the complaint that was reported was ¿during a surgical procedure the 130 degree aiming arm used with a trocar and "buttress" nut unlocked multiple times.¿ the returned buttress/compression nut (part# 357.371, lot# 4546698, may2003), 130° aiming arm (part# 357.366, lot # 8236556, mfg feb2013) , and blade guide sleeve (part# 357.369, lot# 6007213, mfg dec2008) were received in good condition with no signs of damage or deformation; a replication of the malfunction was attempted by mating the buttress/compression nut (357.371) with the blade guide sleeve (357.369) and aiming arm (357.366). These three parts were found to function adequately, with no difficulties threading to the blade guide sleeve or mating with the aiming arm, and this assembly maintained secure connections the entire thread length. This complaint could not be confirmed. The drawing for this part was reviewed (357_366 rev d and 357_366_1 rev h) and the design, material and finishing process was seen to be adequate for its intended use, and the received part is dimensionally compliant. Given the condition of the returned part, and the ability of the buttress nut, guide sleeve and aiming arm to maintain a secure connection, this complaint is unconfirmed. This device was found to be acceptable for use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.